Event description:
Patient experienced 3 minor burns from cautery button type pencil device to different sites during c-section surgery despite being grounded. Covidien force fx cautery unit tested and passed all quality control checks. Covidien disposable button type cautery pen was taken for test by cardinal rep on (B)(6) 2019. Part number involved was: e2516hgnsb.